Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported the device displayed alarm -no disposable-while using a cassette lot number 4196397. Patient would like replacement pumps sent. Replacement pumps were sent and also a box for return. No patient injury was reported.